Event description:
It was reported that during implant of the attempted right atrium (ra) lead the helix took in excess of twenty turns every time to extend; it would pop out and not fixate in the tissue even with very slow turning and several pauses to wait for the torque to transfer. It was also reported that sensing was very low and thresholds were very high. Therefore the ra lead was removed replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead segments were returned to the manufacturer and analyzed and no anomalies were found. The lead conductor proximal end had blood not obstructed and the distal electrode was covered in blood. The outer insulation of the lead was breach cut and the lead was damaged at implant.